Event description:
Additional information provided the serial number of the implantable neurostimulator.

Event description:
It was reported that the patient had an emergency c-section in (B)(6) 2010 and 2 of the 4 electrodes ¿were fried¿ because of the surgery. It was noted that the patient went back to the health care professional (hcp) and was reprogrammed and then their therapy was normal after that.

Manufacturer narrative:
The initial MDR was filed as mfg report# 3007566237-2014-01030. Follow-up information indicated that the correct manufacturing site was (B)(4).

Manufacturer narrative:
Concomitant products: product ID neu_unknown_lead, serial# unknown, product type lead; product ID 7434a, serial# unknown, product type programmer, patient. (B)(4).